Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: there was no damage or peeling found to the keypad cover. The contrast keypad button was found to be intermittingly responsive; the contrast button has no effect on insulin delivery function. The ok, down and up keypad buttons were found to be responsive. The keypad cover was removed and contamination was found under the contrast key contact. The returned battery cap was used to complete investigation; the battery cap was able to tightly secure to the pump. However, unrelated to the complaint, moisture and corrosion was found on the battery cap. Also unrelated to the complaint, the text on the display screen was found to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; contrast, down and up buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.